Event description:
Additional information received that surgical interventions was undertaken where in the ipg was repositioned on (B)(6) 2020 resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's ipg was moving into the patient's armpit when they exercise. As a result, surgical intervention may be pending to address the issue.